Event description:
The customer contacted stryker to report that their device would not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker was not able to confirm the reported issue through device log analysis or testing because the affected battery was not returned with the device. The device was able to power on with no discrepancies using a test battery. The customer was provided with a warranty replacement device. The customer's device was archived by stryker.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient involvement reported with the event.